Event description:
Physio received a letter, dated 08/03/1999, from the rptr requesting that all lifepak 300 automatic advisory defibrillators currently in their system have their transfer relay assemblies replaced. The letter states the request is in response to physio's eval and response to 3 devices returned by their facility to physio for eval, previously reported to FDA, reference MFR report #'s 3015876-1998-632 and -1998-00633. The rptr states the facility has and is regularly testing the devices on a daily basis, that replacing the transfer relay assembly as a "preventative measure" appears to be a common practice by physio for unverified reports of this type and that the emt's are losing faith in the device.